Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization and patient outcome were not reported. Action taken with pd therapy was unknown. The reporter declined to provide additional information.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.